Manufacturer narrative:
A follow up report will be submitted after the device has been received by philips for evaluation.

Event description:
The customer reported that the ventilator alarmed and went vent inop with blank screen while the unit was in use on patient. The customer reported that there was no patient harm.